Event description:
It was reported that during preparation it was found that the fiber has black spots inside of it. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device identified fiber body break

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip and connector were in good condition. The reported allegation of black spots could not be confirmed. However, visual inspection identified that the connector was detached from the fiber. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The console displayed a message that read: treatments used: 0, treatments left: 1. The instructions for use (IFU)was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. In addition, the device history record review confirmed that the device met all material, assembly and performance specifications. Based on all information available, the fiber body break is not related to the reported allegation of black spots on the fiber. Therefore, a conclusion code of cause not established was assigned to this investigation.